Event description:
A report was received that the patient was having difficulty charging both of his ipg. The patient underwent a pocket revision wherein the two ipg were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.